Event description:
The patient underwent several MRI scans at another hospital on (B)(6). According to the patient, there were symptoms of electric shock about 3 times during the scanning. On (B)(6), safety mode was checked during interrogation at this hospital. The doctor wants to check the cause of safety mode occurrence and whether an electric shock actually occurred. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not received for analysis. Therefore, the analysis was based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Inspection of the returned device data showed that auto-MRI was programmed, and an MRI field was detected by the ICD on july 01, 2024, at 05:40 pm and on july 02, 2024, at 05:02 pm, and the MRI mode was activated, as expected. The data further documented that, on july 02, 2024, between 05:05 and 05:43 pm, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. Six shocks were delivered while the device was operating in safety backup mode. Reinitialization of the ICD was performed on july 02, 2024. Data obtained after reinitialization showed no abnormalities. However, damage to the ICD cannot be ruled out. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Despite extensive analysis of the device data, the root cause of the documented resets which caused the safety backup mode activation was not determinable. Should the device become available for analysis, this report will be updated.

Event description:
The patient underwent several MRI scans at another hospital on july 1st and 2nd. According to the patient, there were symptoms of electric shock about 3 times during the scanning. On july 10th, safety mode was checked during interrogation at this hospital. The doctor wants to check the cause of safety mode occurrence and whether an electric shock actually occurred. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update received on 11-aug-2025: event date: 08-aug-2025. The patient is currently receiving radiation therapy for an unknown cancer. During this fu, an eri status was identified. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The analysis showed that the eri status was detected during a capacitor reformation because the maximum charging time was exceeded. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient¿s individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.